Manufacturer narrative:
Corrected data: d10, e3 the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the customer reported issue was not reproduced during device inspection. It is probable that the issue occurred due to the effect of foreign matter adhering to the output connector. The event can be prevented by following the instructions for use which state: connect the scope connector to this device when it is completely dry, including the electrical contacts. Also, make sure that there is no foreign matter (chemical residue, water scale, skin oil, dust, gauze lint, etc.) On the electrical contacts before connecting. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the video processor device had a blackout. The issue occurred during a therapeutic colonoscopy procedure. The procedure was completed using the same device. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.